Event description:
It was reported that during an a-fib procedure, during a cti / superior vena cava isolation using a non-bwi catheter (manufactured by ablaze fantasista, (B)(4)) saturation drop was noted at that time. However, echo did not confirm cardiac tamponade. Septal puncture via a non-bwi sheath (manufacturer not specified) with drug infusion was conducted and the ez steer, thermocool nav catheter was inserted to the left atrium. During merging, the color of blood in the aorta was seen darkened (blackened). The blood test was rather bad, and the procedure was concluded. The physician commented that it was possible that the thrombus was formed during ablation causing pulmonary embolism. There was no information as to what medical intervention was performed. However it was stated that the patient's prognosis was satisfactory, patient was in stable condition. Event was said to be unrelated to the devices used. Additional information provided stated that the physician commented that pulmonary embolism might occur considering the situation. However the physician did not confirm the diagnosis of pulmonary embolism for this case. The local affiliate attempted to request the patient's updated status/outcome, but they were not able to get the information.

Manufacturer narrative:
(B)(4).